Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; fold creases, curved openings, wear abrasion, broken plug strap. The leak test and microscopic analysis was performed which identified: a curved striated openings on anterior and radius side assessed as surgical damage, a curved sharp opening on posterior side in the same location of crease assessed as fold flaw opening, broken plug strap with sharp edge assessed as unidentified tear opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a crease sharp opening assessed as fold flaw opening, a curved striated openings assessed as surgical damage and a broken plug strap with sharp edge assessed as unidentified tear opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "exchange due to patient¿s concerns with the product" and "virtually empty...double capsule". A "hole, non-specific" was observed during surgery. Device has been explanted.